Event description:
It was reported that the patient presented to the device clinic due to noise episodes observed on a remote transmission. The transmissions showed that the right ventricular lead exhibited noise over-sensing due to electromagnetic interference, which resulted in pacing inhibition. The patient also experienced dizziness and lightheadedness. No intervention was performed. The patient will be remotely monitored.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced. There were no patient consequences.